Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2019-02954.

Manufacturer narrative:
This is one of two reports being submitted for this case.   It is to be noted that in this case the sapien 3 valve was implanted in the native mitral annulus. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe calcified native aortic valve stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the mitral valve academic research consortium (mvarc) publication on tmvr complications, device migration is when after initial correct positioning, the device moves within its initial position but not leading to device embolization.  According to literature review, the d-shaped configuration of the native mitral annulus and surrounding structures pose multiple challenges for anchoring of the transcatheter valve in the native mitral valve. The anchoring of the transcatheter valve in the native mitral annulus may be less strong than in a bioprosthesis or ring, depending on the amount and distribution of calcification around the mitral annulus.  In addition, the asymmetrical configuration of the mitral valve makes it difficult to achieve uniform radial force with any implant.  If the prosthesis cannot be secured safely, the cyclic high systolic pressures it will be exposed to might exceed the fixation forces of the prosthesis leading to early or late device migration and perivalvular leak.  Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, a native overhanging leaflet, and incomplete frame expansion can also contribute to valve migration. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Investigation results suggest that  the normal pulsating pressure of the heart combined with a challenging landing zone may have contributed to the migration.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 29mm sapien 3 valve was implanted in the native mitral position via transseptal approach successfully. Two days post implantation, it was observed that the valve had migrated and was sitting 80% in the atrium. A second 29mm sapien 3 valve was implanted was deployed in the same spot as the first valve. Therefore, a third 29mm sapien 3 valve was implanted at a higher position in the native mitral valve successfully in order to hold the other two valves. The patient is currently stable. The physicians think that the normal pulsating pressure of the heart combined with the challenging landing zone contributed to the migration.